Event description:
It was reported to covidien on (B)(6) 2012 that a customer reported that the genius 2 calibrator/checker had no internal com-cpu to the analog board. The g2 checker was rec'd at a covidien service center, where upon eval of the g2 checker it was found to have a burned cable.

Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.